Event description:
It was reported that the insulin pump had a damaged and protruding drive support cap. The blood glucose reading was 135 mg/dl. The customer complained of sickness in the stomach, nausea, thirst and fatigue. She stated that treated by changing the infusion set insertion site and with a manual injection. She noted that the drive support cap had a piece missing where it indents into the device. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed functional testing including rewind, basic occlusion, occlusion, prime a/33, excessive no delivery alarm and displacement tests. The drive support drive was inspected and no anomaly was noted. The pump has cracked case at display window corner, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.